Manufacturer narrative:
The product was evaluated through a manufacturing review, but the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A root cause cannot be determined, as the information needed

Manufacturer narrative:
(B)(4). Medical product: oss reinforced yoke, catalog #: 150493, lot #: 446840; oss polyethylene locking pin, catalog #: 150478, lot #: 969830; oss tibial polyethylene bearing, catalog #: 150411, lot #: 771160; oss polyethylene tibial bushing, catalog #: 150476, lot #: 219940; regenerex multi-hole acetabular cup, catalog #: pt-106062, lot #: 153470; low profile screw, catalog #: 103533, lot #: 323010; low profile screw, catalog #: 103532, lot #: 867290; oss modular femoral component, catalog #: 161012, lot #: 329720; oss femoral diaphysis, catalog #: 150462, lot #: 106770; oss modular proximal femoral component, catalog #: 150458, lot #: 369640; oss diaphyseal segment, catalog #: 150467, lot #: 466190; oss axle, catalog #: 161035, lot #: 204590; hiwall polyethylene liner, catalog #: ep-108525, lot #: 568260; magnum modular head, catalog #: s331140, lot #: 493600; oss polyethylene bushings, catalog #: 161034, lot #: 430130; customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02972, 0001825034-2018-02973, 0001825034-2018-02974, 0001825034-2018-02975, 0001825034-2018-02976.

Event description:
It was reported that the patient was revised for unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient underwent a revision due to tibial loosening.